Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the customer will continue using the current pump as a backup therapy to ensure continuous insulin delivery.